Event description:
Ous MDR - this patient presented with episodes of noise. No adverse patient events were reported.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis of the returned data confirmed the clinical observation, however, there was no indication of an ICD malfunction. Subsequently the returned lead was analyzed revealing multiple signs of wear along the lead body. In particular in the distal area, near the shock coil, the insulation was found rubbed through. This damage can be considered as the root cause of the noise mentioned in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Furthermore the inner coil was found deformed immediately distal to the is-1 connector pin, which most likely occurred due to overrotation during the retraction of the fixation helix. The manufacturing process for both devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data have been analyzed. The analysis of the available iegm confirmed the presence of noise in the rv channel, which led to the charging of defibrillation shocks. There were no shock deliveries. No other anomalies were noted, particularly the pacing and shock impedance values were normal and as expected.